Event description:
It was reported that yag procedures were performed on the patient's eyes on (B)(6) 2014 post bilateral implant. However, the reason for the yags was not provided. The lenses were implanted on (B)(6) 2014. The respective implant and yag dates for each lens have not been provided. Additional information has been requested but no new information has been provided. Reference MDR # 1313525-2015-00807 for lens 1 of 2.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.